Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was caller stated that they are not feeling stimulation; its not working or do anything. Caller stated that they have increased stimulation all the way up to the 9's on group a and b and still not feeling anything at all. Caller stated it wont even put a jar in their back. Caller stated the issue started in end of september and they noticed they would turn it up and not feel anything but then sitting in a chair and it would go "full charge" and they would have to turn it down. Caller stated then again the next day they would try turning it all the way up and not feel anything. Agent did not ask about the circumstances that led to the reported issue. Agent asked caller to connect to their programmer and they confirmed stimulation is on and amplitude is 9.40v. Caller later called back and reported over the weekend it stopped working completely. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the loss of stimulation. The patient was also experiencing shock, intermittent stimulation and a return of pain. The lead was fractured/damaged/broken and the electrodes 4 and 5 had open circuits. The rep reprogrammed around those electrodes. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.